Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an audio anomaly on the insulin pump. The insulin pump had absence of sound or beep. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. The device did not pass the self-test. The device alarmed a hardware low level failure. The customer was able to clear the alarm and rewind the insulin pump. However, another self-test was performed and the device did not pass. The device will not be returned for analysis.